Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. Customer stated that, a table hit the sensor and saw blood coming out of it. Site issues. The blood glucose at the time of the incident was 177 mg/dl. The current blood glucose was 140 or 150 mg/dl. Customer states the site is not actively bleeding. Customer stated that, the blood is not visible on the sensor connector. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 59 mg/dl. Suspend threshold limit was 60 mg/dl. The sensor will be returned for analysis.